Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experiencing shortness of breath and throat issues. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a bipap device's sound abatement foam. The patient has alleged experiencing shortness of breath and throat issues. There was no report of patient harm or injury. Despite of three attempts 05.31.2022, 06.15.2022, 07.08.2022 ; the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.